Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on the electronic assembly. They were unable to verify the high operating currents including low battery and off no power alarm due to no button response. There was moisture damage on the motor assembly. The pump was received with scratched lcd window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that the pump had a crack on the top side of the screen and fluid under the led screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.